Event description:
It was reported that the patient presented in hospital for follow-up. Upon interrogation, the pulse generator exhibited backup operation. No intervention was reported. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.